Event description:
The report indicated during a coil embolization procedure of the a-com, the first orbit complex fill 7x21 coil (637cf0721/lot unknown) unraveled after it was advanced and pulled back repeatedly in the microcatheter (not reshaped, excelsior sl-10, boston scientific). The coil system was removed from the patient, and an orbit rdfl complex fill coil 638cf0615 (complaint product) was used for the procedure. During delivery, the coil was stuck in the middle portion of the microcatheter. When the coil was pulled back for removal, it was stuck and stopped advancing and then separated in the microcatheter. All the system (coil and mc) were removed from the patient and changed to other new products. After the event with the first coil (637cf0721), the same microcatheter was utilized with the next coil system (638cf0615). An adequate continuous flush was maintained through the mc at all times. No kinks were noted on the mc that may have contributed to the event. Other than the reported events, no other damages were noticed with any other section of the devices. The procedure was completed successfully with the other products without patient injury. There were no calcification and tortuosity in the vessel, and no further information was available.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00253 and 1058196-2011-00254. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.